Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-apr-2016, the testing was completed by the tosoh quality assurance lab. They received different results from the customer. The results received by the customer were 3.9; 2.2, and 286.5; while the results received by the qa lab were 22.5; 51.3 and 128.9, respectively. Qa reported the results but no response was received from the customer. No further information was provided. The most probable cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, the customer reported receiving discrepant results for ca 19.9 while running a cap survey with their aia-2000la. Three samples of the customer's choice were sent to tosoh for review. There is no indication of any patient intervention or adverse health consequences due to the discrepant patient results.